Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since instrument paths and biopsy resections were applied in a different location in the brain than anticipated, with the brainlab device involved, despite according to the surgeon: the surgery and treatment was successful as intended. There was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue), neither due to the craniotomy nor resections nor due to the path actually applied with the biopsy needle and laser probe. There were no negative effects to the patient. There was no delay of the surgery nor of anesthesia due to this issue. There are no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the applied path from the intended position by ca. 3.5mm is: mainly, the MRI scan that was used for trajectory planning did not have a distortion correction (this user's scan did not have distortion correction enabled in the MRI scan protocol, despite distortion correction is a requirement for use of MRI scans with the brainlab device). This distortion led to the planned and intended location of the trajectory as seen in the scans and displayed in the navigation to deviate from its physical/geometrical location in the actual patient anatomy. Deviations of this nature cannot be recognized by or be seen within the navigation system. Additionally, to a significantly lesser extent only, remaining small possible movements of the patient's head in the non-brainlab head holder after fixation, e.g. Due to rigidity tolerances of the pins with bone connection, might have further added a slight deviation. Apparently this potentially added small deviation was either not recognized by the user with the necessary continued verification of accuracy throughout the procedure, or too small on its own to be of any recognizable significance alone for the desired navigation accuracy for the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a laser interstitial thermal therapy (litt) of a cerebellar tumor, located midbrain, left thalamus, ca. 72mm deep in the brain with a size of ca. 0.35ccm (1cmx0.5cm), has been performed with the aid of the brainlab navigation version 3.1. Placement of one laser probe was intended and done, additionally biopsy samples with a navigated biopsy needle were taken beforehand in the course of the surgery. Pre-operative MRI scans were acquired before the surgery on the same day, to use with navigation. A trajectory was planned on the MRI scans. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder. Performed the initial patient registration on the pre-op MRI acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration and accepted the registration to proceed. Removed the unsterile navigation reference array and draped the patient. Attached a sterile reference array, re-verified navigation accuracy, determined location of the burr hole for the desired approach with navigation, and created a burr hole (craniotomy) of ca. 4.5mm drilling through the navigated varioguide aligned to the planned trajectory. Used a navigated biopsy needle to take biopsy samples following the planned trajectory (1 pass, 3 core samples were taken). Only the first sample was solid, therefore the surgeon suspected samples were taken from the cyst adjacent to the tumor instead of from the lesion. The desired pathological sample was not retrieved. Placed the bolt for the laser probe in the burr hole through the navigated varioguide aligning to the planned trajectory. Inserted the (non-brainlab) laser probe without further use of navigation, the laser probe placement was solely following the existing (non-brainlab) bolt. Performed a post-placement MRI scan before administering the laser therapy, and determined that the actual position of the probe (and also the former biopsy path) following the planned trajectory deviated by ca.3-4mm parallel to posterior from the intended position. Decided that no position correction is necessary for a successful laser therapy, and proceeded with the thermal laser treatment. According to the surgeon: the surgery and treatment was successful as intended. There was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue), neither due to the craniotomy nor resections nor due to the path actually applied with the biopsy needle and laser probe. There were no negative effects to the patient. There was no delay of the surgery nor of anesthesia due to this issue. There are no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.